Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working after receiving an end of battery life service notification. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.